Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. This complaint issues was reported for two (2) patients. A separate FDA form 3500a has been completed for other patient. Reported to the FDA on november 23, 2015. (B)(4).

Event description:
A physician reported that his patient developed a skin reaction to the hydrocolloid portion of the dressing. The physician describes the product as the aquacel ag surgical cover dressing. He advised this skin reaction occurred with two patients. The physician prescribed topical cortisone to the affected area. Also, the physician was instructed that the periwound skin should be clean and dry and the dressing should not be stretched upon application. No further patient complications were reported.